Event description:
The bag did not operate properly and could not be squeezed to inflate or deflate the bag. The account subsequently checked all of their stock and found 7 out of 50 eaches had a similar problem.